Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of leg pain and unhealthy body. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of leg pain and unhealthy body. There was no report of serious or permanent patient harm or injury. In the initial report, section d9 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found evidence of wear and tear with some contamination, short thin scratches, yellow orange spot on the ui panel display, yellow spot on module flip door, blackish smudge on the top enclosure just above the rear port, grey dust or dirt contaminant on the inside on the base housing outlet port, a large amount of white contaminate particles. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of clear residue on 2 areas of the pca board surface, discoloration on the bluetooth antenna, light grey dust or dirt around the filter inlet enclosure area with an accumulation of the same contaminate located inside the filter inlet channel area, contaminant on the bottom enclosure, on the outside of the blower housing, and on the blower isolators, darker dust or dirt deposits all around the blower inlet port, outlet port, and also on the impeller and shaft of the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with wear and tear with some contamination, short thin scratches, yellow orange spot on the ui panel display, yellow spot on module flip door, blackish smudge on the top enclosure just above the rear port, grey dust or dirt contaminant on the inside on the base housing outlet port, a large amount of white contaminate particles, clear residue on 2 areas of the pca board surface, discoloration on the bluetooth antenna, light grey dust or dirt around the filter inlet enclosure area with an accumulation of the same contaminate located inside the filter inlet channel area, contaminant on the bottom enclosure, on the outside of the blower housing, and on the blower isolators, darker dust or dirt deposits all around the blower inlet port, outlet port, and also on the impeller and shaft of the blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported that other serious or important medical events occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.